Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of missing thixotropic adhesive (ke45), peeled cement on the lens and cut probe cover is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service team indicated that peeled cement on the lens and missing thixotropic adhesive (ke45) were found. There was no patient involvement.